Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number was provided as "(B)(4)".

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with nh3l ammonia on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. An aliquot of the sample in a sample cup initially resulted with an ammonia value of 366.7 umol/l on the c 501 analyzer. The primary tube of the sample was repeated on a second analyzer, resulting with a value of 49.3 umol/l. The primary tube of the sample was repeated on the complained analyzer, resulting with a value of 47.8 umol/l. The ammonia reagent lot number and expiration date were requested, but not provided.